Manufacturer narrative:
(B)(4). The device was received; however, the evaluation is not yet complete. Visual inspection revealed a circular crack located at the top of the coil cap. Initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the coil cap of an infusor sv2 was cracked. This was observed prior to use. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem was confirmed and the root cause of the reported condition was determined to be as a result of machine error, the flange on stress member was not aligned with flange on cover. Should additional relevant information become available, a supplemental report will be submitted.